Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c4000 processing module for a patient. The same sample was tested on the roche platform and a lower result was obtained. As part of troubleshooting, the assay was recalibrated and the same sample generated a normal result post recalibration. The following data was provided: customer¿s normal range: 0.2 to 1.20 mg/dl. Initial result = 1.97 mg/dl. Repeat result post recalibration = 1.08 mg/dl. Roche platform result = 1.01 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63608uq02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In addition, the quality control result was acceptable and within the expected range during the time the discrepant result was generated which indicates the acceptable performance of the reagent on the instrument. Based on our investigation, no systemic issue or deficiency with the total bilirubin assay for lot 63608uq02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c4000 processing module for a patient. The same sample was tested on the roche platform and a lower result was obtained. As part of troubleshooting, the assay was recalibrated and the same sample generated a normal result post recalibration. The following data was provided: customer¿s normal range: 0.2 to 1.20 mg/dl. Initial result = 1.97 mg/dl. Repeat result post recalibration = 1.08 mg/dl. Roche platform result = 1.01 mg/dl . There was no impact to patient management reported.